Event description:
A facility reported that one of the loads completed and the chemical indicator strip and tape did not change color. A site visit was performed in 2005. During the site visit, it was determined that the load may not have been processed through the sterilizer. The facility is making policy changes to tighten packaging, sterilization, and work flow through the department to prevent this from recurring.